Event description:
Ous MDR - during a regular follow up it was impossible to interrogate the device.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified.upon receipt, the device was visually inspected showing burn marks on the pacemaker housing most likely resulting from a surgery tool. No further anomalies were noted. At a next step the device was interrogated using a clinical programmer, however, an interrogation was not possible, confirming the clinical observation. Therefore, the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functionality of the device was fully available. Subsequently the pacemaker was reset using a technical programming tool and afterwards the device could be properly interrogated showing no anomalies. The battery status was found to be greater than 90 percent. The therapy functions were re-tested and proved to be fully available. The memory content of the pacemaker was inspected. The inspection revealed that the clinical observation resulted from an invalid memory content which led to the clinical observation. No other peculiarities were noted during the inspection. The device was monitored for several days under different temperature environments without peculiarities. The pacemaker behaved normal and as expected. The clinical event did not re-occur. In conclusion, the clinical observation was confirmed upon receipt of the pacemaker. An invalid memory content was identified as the root cause for the clinical observation. After a reset, the pacemaker was properly interrogatable and proved to be fully functional. The root cause for the invalid memory content was not determinable. External influences such as strong electromagnetic fields could be taken into consideration. There was no indication of a material or manufacturing problem.